Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a mechanical malfunction the patient will have his inflatable penile prosthesis (ipp) removed and replaced on a future date. It was explained that when the patient pressed the control pump, a total erection does not occur. The ipp was implanted in 2011.